Event description:
Procedure: cholecystectomy. According to the reporter: during the use of the device the pouch broke easily. Another device of same model was used to complete the procedure. No patient sex or age detail was provided.